Manufacturer narrative:
The blade subject to this MDR was returned to the MFR for eval. It was visually confirmed that both tabs were broken from the mount of the blade. The returned part was measured where possible and all other critical specifications were met. Mfg records were reviewed, no issues were identified which may have contributed to this event. The root cause is multi-factorial.

Event description:
It was reported that during an orthopaedic procedure the blade broke at the mount. It was also reported that the broken piece was removed from the surgical site. It was further reported that there was no pt injury and the procedure was completed successfully.